Event description:
Iab was inserted via sheath into left femoral artery in 2006. Soon after, pump experienced high pressure alarms. User suspected catheter leakage and tried to aspirate using syringe. Blood was observed in syringe. Under x-ray, helium leakage was noted in aorta. Iab was exchanged. There were no reported patient complications.